Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer was unloading and ejecting the multiple cubies. A field service engineer found that the half-height cubie drawer 4.2 on the auxiliary cabinet was experiencing read/write errors in multiple cubie pockets. Reseated the row board cable and ribbon cable and replaced the retractor band. The drawer and cubie pockets recovered successfully. The customer inventoried the cubie pockets in the drawer without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer was unloading and ejecting multiple cubie pockets. The customer stated that this malfunction caused a delay in dispensing medications to patient. However, there were no adverse events or injuries reported due to this event.